Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint coating was peeling was confirmed. Based on the results of the investigation, it is likely that the event occurred due to device handling by the user, physical stress/chemical stress were applied to insertion section. The following are included in the instructions for use (IFU): - inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported the tracheal intubation fiberscope coating was peeling greater than or equal to 1 x 1 mm2. The issue occurred during other events. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.